Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The high performance display unit was the likely cause of failure which is no longer manufactured. System replacement has been recommended. Block a: no report of patient involvement. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in the loss of display during pre-use checkout. There was no report of patient involvement.